Manufacturer narrative:
This report is being resubmitted as the previous report submitted associated with MDR # 1820334-2016-00081 on 12apr2016 was inadvertently submitted as a follow up report instead of an initial report. No additional information was provided, or further investigation was conducted. (B)(4). Evaluation - a review of the complaint history, device history record as well as limited medical records was conducted for the purpose of this investigation. Since no device or imaging studies have been provided and only limited medical records have been made available, it is impossible to comment on the alleged tilt, penetration and difficult retrieval filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter perforation of the vena cava wall is a known risk and it is also reported in the published scientific literature. Additionally, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. There is no evidence to suggest the device failed. Based on this information no conclusion could be drawn.

Event description:
It is alleged that [pt] was implanted with a cook gunther tulip filter on (B)(6) 2011. It is alleged that patient suffered punitive damages. Additional information received on 14 march 2016 states the following: per the reporter, the filter was placed due to lower extremity dvt. Limited medical records provided by (B)(6) hospital state that the plaintiff had a history of bilateral lower extremity dvt. Access was obtained of the right internal jugular vein under direct ultrasound visualization using a micropuncture set. A bentson wire was advanced into the left common iliac vein, and a 5-french pigtail catheter was placed to that level. An inferior venacavagram was then performed and there was a faint extrinsic compressive ilio-caval defect likely from the right common iliac artery. With the catheter distal to this area, there did not appear to be any obstruction of flow. Per the reporter, a gunther tulip filter was then deployed with the tip at the level of the lower margin of the lowest renal vein. Follow-up contrast injection shows appropriate position of the filter w/o angulation. There is centering of the retrieval hook. Per the reporter, the filter has tilted and perforated an organ and cannot be removed. The reporter also mentioned that her family doctor and she decided to stay on warfarin blood thinners to keep blood thin as it moved through the filter because her biggest fear is the filter getting clogged or a piece breaking off. The patient gets her blood checked every 4-6 weeks. Per the reporter, the filter was attempted to be removed through right neck access through the right internal jugular vein at (B)(6) hospital on (B)(6) 2011 and again on (B)(6) 2011.